Manufacturer narrative:
This report is submitted on september 02, 2022.

Event description:
Per the clinic, the device was explanted on (B)(6) 2022, for unspecific medical reasons. It is unknown if there are plans to reimplant the patient as of the date of this report.